Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low glucose event after announcing a usual meal on the first day of ilet pump use, despite the meal containing few carbohydrates; education was provided that initial variability can occur as the system learns and that meal announcements should align with carbohydrate content, with guidance to consume regular carbohydrate amounts and space meals during the initial period. Symptoms included asymptomatic hypoglycemia with a documented nadir of 61 mg/dl and no reported dizziness or loss of consciousness. Outcomes included transient low glucose lasting approximately 10¿15 minutes, self-treatment with two glucose tablets, device low-glucose alerts received, no assistance required, and no medical intervention or hospitalization. Investigation included case intake, user interview, and troubleshooting with education. Investigation of this case revealed use-related error related to incorrect meal announcement sizing in the context of early adaptive learning, with the device functioning and alerting as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and expected early adaptation of the automated insulin dosing system.